Event description:
It was reported that during a low anterior resection procedure, after firing on the rectum, the device did not staple. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.